Event description:
It was reported that the balloon rupture occurred. The total stenosed target lesion was located at the non-tortuous and moderately calcified common femoral artery (cfa). A 7.0 mm x 100 mm, 135 cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During the procedure, balloon burst before it was inflated to nominal burst pressure (nbp). The device was removed carefully and slowly from the patient's body and the procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Investigation results: device technical analysis upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 14 atmospheres. The tip, shaft and markerbands were visually and microscopically examined and revealed no damages. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the balloon rupture occurred. The total stenosed target lesion was located at the non-tortuous and moderately calcified common femoral artery (cfa). A 7.0 mm x 100 mm, 135 cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During the procedure, balloon burst before it was inflated to nominal burst pressure (nbp). The device was removed carefully and slowly from the patient's body and the procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the ranger (dcb) was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 14 atmospheres. The tip, shaft and markerbands were visually and microscopically examined and revealed no damages. No further issues were confirmed in the analysis.

Event description:
It was reported that the balloon rupture occurred. The total stenosed target lesion was located at the non-tortuous and moderately calcified common femoral artery (cfa). A 7.0 mm x 100 mm, 135 cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During the procedure, balloon burst before it was inflated to nominal burst pressure (nbp). The device was removed carefully and slowly from the patient's body and the procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.